Manufacturer narrative:
The insulin pump had button error alarms due to corroded keypad traces. The device had a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 179 mg/dl. Troubleshooting was performed. The device was returned for analysis.